Event description:
During a carotid wallstent placement procedure, stent deployment difficulties were encountered. The carotid wallstent monorail 6.0/22 was advanced forward via the subclavian artery and placed at the target lesion site without difficulty. When retrieved the catheter to release the stent, the markerband moved over the stent so that the proximal portion of the stent was not released. The physician retrieved the complete system out of the pt and used a new one without problems. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.